Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4,b5, d4, d8, d9, g3, g6, h2, h3, h4, h6, h10. Review of the most recent repair record determined the device was giving a second cuff deflate error. The pcb was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted. Device already repaired.

Event description:
It was reported that before surgery the unit was experiencing cuff deflation/inflation issues. There was no reported adverse event associated with this event.